Manufacturer narrative:
Should additional reportable information be received, an additional regulatory report will be submitted for the reportable information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 7 years following the implant of this transcatheter bioprosthetic valve a 7-year follow-up echocardiogram was performed. The echocardiogram measured an atrioventricular (av) peak velocity that increased to 3.6 meters per second (m/sec). The mean gradient measure 29 millimeters of mercury (mm hg) with an aortic valve area (ava) of 0.9 cm2. As reported, these measurements were consistent with prosthetic atrioventricular (av) stenosis. The patient was asymptomatic. No action or treatment provided. The subject would be further monitored. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 7 years and 10 months following the valve implant with the 8-year echocardiogram the patient reported dyspnea on exertion. The echocardiogram noted an av peak velocity of 4.8 meters per second (m/sec), a mean gradient of 61 millimeters of mercury (mm hg), and aortic valve area (ava) of 0.9 cm2, and a 4 millimeter (mm) x 8 mm mobile structure on the left ventricular outflow tract (lvot) side of the aortic valve were identified. A prosthetic valve thrombus was reported. The patient was admitted to the hospital. A transesophageal echocardiogram (tee) noted ¿severely¿ thickened aortic valve leaflets and ¿severe¿ stenosis. A peak velocity of 5.4 m/ sec, a mean gradient of 70 mmhg and an ava of 0.7 cm2 were measured. The tee did not identify an aortic valve thrombus or mass. The thrombus event resolved 7 days following onset. The patient was to be scheduled for a valve intervention procedure as an outpatient.

Event description:
Additional information received indicated that the mean gradient of the native aortic valve via transthoracic echocardiogram (tte) prior to the transcatheter valve implant measured 45.6 millimeters of mercury (mm hg). The mean gradient of the transcatheter valve following implant and before discharge per tte measured 15.1 mmhg. The implant depth of the transcatheter valve per aortography noted 5 mm at the non-coronary sinus (ncs) and 10 mm at the left coronary sinus (lcs). The patient was discharged 2 days following admission. The patient was readmitted, and a valve-in-valve (viv) revision occurred. The post procedure echocardiogram noted an aortic valve area (ava) of1.3 cm2 with a mean gradient of 23.5 mmhg. The patient was discharged home in stable condition. The event was reported as resolved with no sequelae the day following the viv revision.

Manufacturer narrative:
Updated data: b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Imaging review: intraprocedural fluoroscopic images of the index procedure were provided for review. The patient¿s executive summary was not provided for anatomical review. A fluoroscopic valve load inspection was not performed thus it was not possible to validate a good load. Evidence suggested that a pre-balloon aortic valvuloplasty was not performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and depth assessment was performed. The valve depth was approximately 8 millimeter (mm) on the non-coronary cusp and 10 mm on the left coronary cusp in the lao 2° cau 4° view. As stated in the evolut r instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 1 mm or 5 mm, consider recapture. In this case a recapture was warranted; however, the valve was released. A final angiogram revealed possible mild aortic regurgitation/paravalvular leak. There was no evidence that a post implant dilatation was performed. As stated in the evolut r IFU, potential risks associated with the implantation of the corevalve evolut r bioprosthesis may include, but are not limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; underexpansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.